Event description:
On 06/25/2008, the pt reported experiencing elevated blood glucose of 500 mg/dl the morning of the day before. She injected insulin via syringe to lower her readings. Her recommended blood glucose level is 110 mg/dl. She stated that she forgot to bolus after breakfast. She then went to a doctor's appointment where the elevated blood glucose level was discovered. Her basal rates were increased from 1.0 units of insulin per hour to 1.2 units of insulin per hour. The pt was assisted with adjusting the basal rates. At the time of the report, her blood glucose measured 77 mg/dl. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.